Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found. No issue was identified that required full analysis.

Event description:
It was reported the patient developed an infection and there was a bloodstream infection and endocarditis. Frank pus was noted in the device pocket. The implantable cardioverter defibrillator (ICD) system was explanted as well as a remnant from a mediport which had been partially removed previously. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.